Event description:
This supplemental report is being submitted to provide additional information from the customer and correction to initial report. Additional information received that confirmed the procedure was prolonged for about 5 minutes to get a different scope hooked up and tested. The patient was under monitored anesthesia care (mac). The patient's current condition was reported as "stable/fine," and no patient injury was confirmed. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the procedure was not prolonged more than 30 minutes but about 5 minutes. Additionally, the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h6. B1 should not be marked as an adverse event, and b2 should not be marked at all. H6 was updated to indicate no serious injury. The h6 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was reported that the colono videoscope was not insufflating correctly during a therapeutic total flexible colonoscopy. This caused the procedure to be prolonged for 30 minutes or more, with patient under sedation. The procedure was completed with a backup device. There were no reports of patient or user harm.